Event description:
It was reported that during preparation for use the rigid video scope exhibited abnormal image. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h4 - device mfg date null: remove ni. Updated fields: d8, g2, h2, h6 and h11. The device was returned to a distributor service site for a service inspection and the reported failure of abnormal image was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: component failure of uc sheath (back end circuit) and damaged cable. A root cause could not be identified. Based on the results of the investigation, it is likely that abnormal image occurred due to failure of uc sheath (back end circuit). The most likely cause is that the cable was damaged by the force of being pulled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.